Manufacturer narrative:
Items returned for evaluation: implant; microcatheter. Items not returned for evaluation: pusher; introducer; dispenser hoop; shrink lock; v-grip. The visual analysis of the returned items found the implant returned partially advanced through the microcatheter with the coils stretched at the proximal section. The pusher was not returned for investigation. The implant was retrieved from the microcatheter and found the monofilament broken, indicating that the device experienced a tensile break.

Event description:
It was reported that during a barto procedure, the embolization coil encountered resistance within the catheter. During attempt to remove the coil, the coil prematurely detached from the delivery pusher. The catheter was viewed under fluoro confirming the coil remained in the catheter. The coil and catheter were successfully removed from the patient. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.